Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following malfunctions were identified during the device evaluation: the video cable is broken and therefore the image was green and the fibre bonding in the outer tube area (distal end) was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failure is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had artifacts visible on the monitor screen and changes in imaging (false colors) appeared. The issue occurred during procedure and repeated itself three times for approximately sixty minutes. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had artifacts visible on the monitor screen and changes in imaging (false colors) appeared. The issue occurred during procedure and repeated itself three times for approximately sixty minutes. There were no reports of patient harm.